Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.50/+3.0/087 diopter, in the patient's right eye (od) on (B)(6) 2017. The reporter indicated the lens had an excessive vault and significant reduction of irido-corneal angles. The patient experienced pupil block, with elevated intraocular pressure. The lens was repositioned and the peripheral iridectomies were enlarged/ additional peripheral iridectomies by yag. The surgeon also dilated the pupil and evacuated/irrigated the anterior chamber of any remaining visco/fluids. The lens remains implanted but the surgeon is considering explant and exchange. At last post-op visit on (B)(6) 2017, the patient's ucva was 20/25++, intraocular pressure (iop) was 12 and the icl was covered with iris pigment.

Manufacturer narrative:
The lens was explanted on (B)(6) 2017 and was not exchanged for another lens. The patient's post-op condition before the lens was explanted was high vault - 3 cct and intraocular pressure of 19. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a small plastic bag. Visual inspection found a piece of one haptic broken off. A dimensional inspection of the lens was performed and the lens was found to be in specification. (B)(4).